Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was successfully performed however the customer will discontinue use of the device.